Event description:
It was reported by service report that the cpu board was not functioning properly. The head end lift motor would not lower and the head end lift was stuck in the up position. No pt involvement or adverse consequences are reported.